Event description:
It was reported that the stent wrapped around the burr. The 90% stenosed target lesion was located in the severely tortuous and severely calcified second right posterolateral segment (rpl). A 1.50mm rotapro and synergy xd were selected for use. During procedure, it was noted that the stent wrapped around the shaft of the burr. The procedure was completed using the original device. The device was removed by covering with guiding. There were no patient complications reported and the patient is in good condition after the procedure. It was further reported that the stent was implanted before it got stuck in the rotapro.

Event description:
It was reported that the stent wrapped around the burr. The 90% stenosed target lesion was located in the severely tortuous and severely calcified second right posterolateral segment (rpl). A 1.50mm rotapro and synergy xd were selected for use. During procedure, it was noted that the stent wrapped around the shaft of the burr. The procedure was completed using the original device. The device was removed by covering with guiding. There were no patient complications reported and the patient is in good condition after the procedure.